Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient presented to emergency room with pocket stimulation and an electrocardiogram (ECG) showed the device was in vvi mode, pacing at 72ppm. The boston scientific (bsc) local area representative advised the physician that the device was likely operating in safety mode. The device was explanted and replaced with another bsc device and no additional adverse patient effects were reported. The device is expected to be returned for evaluation. The bsc local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to emergency room with pocket stimulation and an electrocardiogram (ECG) showed the device was in vvi mode, pacing at 72ppm. The boston scientific (bsc) local area representative advised the physician that the device was likely operating in safety mode. The device was explanted and replaced with another bsc device and no additional adverse patient effects were reported. The device is expected to be returned for evaluation. The bsc local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the explant date. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.